Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the alleging the insulin pump was under delivery. The customer¿s blood glucose level was 71 mg/dl at the time of incident and current blood glucose level was 276 mg/dl and 266 mg/dl. Customer¿s other blood glucose level was 110 mg/dl to 253 mg/dl. The customer treated with the bolus and increase basal rates. Customer stated that the auto mode was turned off. Customer wishes to check for the presence of leaks or air bubbles in the tubing. Customer troubleshoot was performed. The product will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Device was monitored and functioning properly. Insulin pump passed the delivery accuracy test at 0.08625 inches.